Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. The low reservoir alarm was set to 20.0 units. After the pump seated, the pump was programmed multiple test boluses. After the bolus deliveries, the pump alarmed low reservoir. The units left on the pump¿s status screen was at 20.0 units. The low reservoir alarm functions properly during testing. Alarm-pump-low reservoir not confirmed. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 30-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 30-jun-2025 in the pump history file and found 3 lost sensor alerts on 06/25/2025, 3 lost sensor alerts on 06/26/2025, 2 sensor error alerts on 06/26/2025, 1 sensor signal not found alert 06/26/2025, 1 lowbatteryalert (104) on 06/29/2025 18:39:00.000, and 2 lost sensor alerts on 06/30/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, sensor error alert or sensor signal not found alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Delivery anomaly-possible over delivery not confirmed. Alarm-pump-low reservoir not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported reservoir was showing less insulin than shown on status, differences in sensor and blood glucose value. Sensor glucose value was 61 mg/dl and blood glucose value was 80 mg/dl and insulin over delivery. The customer reported blood glucose value of 32 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, had an emergency room visit, was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of slurring and body limp. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a. Troubleshooting was performed. Difference between sensor and blood glucose at time of event was within the target range. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a. Unomedical, mmt-1884 were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-7040a, mmt-242a, mmt-1884, and mmt-332a. No product return is required for mmt-7040a, mmt-332a. Unomedical, mmt-1884 were requested and customer response was the device returned. The customer will discontinue using the device.